Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the pacemaker clinic three days post-implant of the cardiac resynchronization therapy defibrillator (crt-d) system with a left swollen arm. An ultrasound was ordered for suspected deep vein thrombosis. The patient was prescribed medication with a follow-up appointment in the clinic. The outcome was resolved and the system remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.